Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that 3 batteries that were purchased from the store in (B)(6) and (B)(6) of 2015, did not charge in the cadex battery charger. There was no patient involvement as the issue was identified during evaluation of the device.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-04911.